Manufacturer narrative:
(B)(4). Batch # l90a43. Additional information was requested and the following was obtained: did the hand piece work and then stop working? Yes. Did the generator display any error codes? Unknown the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and it was found that the moisture indicator was positive and the acoustic isolator was torn. In addition, degradation of the hand activation wire outer jacket was observed. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device cable does not work anymore. Another hand piece was used to test the cable, as it was though that there was something wrong with the hand piece, but the new one did not function either. Another cable was used and the device worked as intended. It is unknown if the event occurred prior to, post, or during an unknown procedure. The event did occur prior to use on the patient. There were no adverse consequences for the patient reported.